Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 215 mg/dl, compared with the sensor glucose reading of 134 mg/dl. The customer stated that the insulin pump alerted him of rapid rising glucose 4 times when his blood glucose reading was stable. He mentioned that he had reported issues in the past during which the insulin pump suspended insulin delivery due to the differences between sensor and blood glucose readings. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings.